Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "air in line" was reproduced through troubleshooting of the device. Evaluation inspected the device per upstream occlusion testing and found the device to fail with a false air-in-line alarm. A review of the event history log revealed "air-in-line!" Alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor out of calibration. The ultrasonic sensor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air in line during therapy in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.